Event description:
It was reported that the pump touch screen timed out sooner than expected. Customer's blood glucose level was 120 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.